Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. A new therapy connector was installed to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report the port where the therapy cable connects is cracked. In this state, the device may be inoperable and defibrillation therapy might not be available if needed. There was no patient involvement reported with the event.